Event description:
It was reported that a particle was found in the balloon of a small volume intermate. This was observed after compounding with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection revealed particulate matter inside the reservoir of the device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.